Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive to new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No rewind anomaly noted. Insulin pump passed self test, a21 error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no unexpected battery power loss and failed battery test noted. (B)(4).